Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up through merlin.net transmission, noise due to external interference was observed on atrial and ventricular channels. Patient was handling electrical equipment when the noise was noted. Device detected the noise and inhibited the stimulation as programmed. Patient felt syncope and after syncope event, no noise was detected on the device. Device restarted the stimulation as programmed. There were no more adverse consequences for the patient. Patient's condition was well.